Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the r-wave was highly variable from 4 to >20mv. Post pace oversensing was noted along with far-field r-waves, retrograde atrial oversensing, non-sustained tachycardia events and post-ventricular atrial blanking period at absolute. The company's technical services consultant noted that the system probably had post pace oversensing which could be resolved with blanking being extended. The leads remain in use. No patient complications were reported as a result of this event.